Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a post-market clinical study. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# h816724208, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient receiving morphine [5.0 mg/ml] at a rate of 0.6212 mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. The patient had reported abdominal pain and soreness and the sensation of swelling on (B)(6) 2015. Examination that day found pain, swelling, and soreness in the abdomen. The daily pump dose was decreased to 0.4355 mg/day at that time. Seven days later, the patient reported midline abdominal pain, pain near the pump site, and the perception of swelling. Examination revealed that the pump site was well-healed with no erythema, induration, sign of infectious complication, seroma, fluid collection, or other problematic appearance. It was noted that the pump was not particularly mobile, appeared to be well-implanted, and was sitting just above the beltline. The daily dose for the pump was decreased by 30% that day. On (B)(6) 2015, the patient reported feeling fluid around his pump reservoir. Examination revealed discomfort at the pump site; the pump reservoir was tender with palpation, though; no fluid could be palpated, visualized, or aspirated. On (B)(6) 2015, laboratory testing revealed slightly elevated segmented neutrophils and slightly decreased white blood cells; otherwise, the results were within normal limits. The etiology was reported as the pump pocket and was possibly related to the device or therapy and unlikely related to the implant procedure. A pump revision surgery was recommended on (B)(6) 2016. On (B)(6) 2016, the pocket was surgically revised and the pump was moved higher, as far as possible. This event resulted in in-patient hospitalization. The outcome of the event was reported as ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via post-market clinical study. It was reported that examination on (B)(6) 2016 revealed that the incision was healing well with no signs of infection or dehiscence. There was some edema in the right abdominal area. An abdominal binder was used as intervention.